Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to reservoir fluid loss. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cylinder was worn. The device had been implanted for 7 years and no longer worked. The new device worked perfectly.